Manufacturer narrative:
This follow-up report is being filled to relay additional information. Product has been returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during a primary knee arthroplasty the tip of the impactor fractured due to wear from use; there was neither delay nor patient retention of a foreign body as a result.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed, product was returned and visual examination of the part determined that the instrument showed signs of repeated use and a fracture in the middle of the pad. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Based on the information available, a root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends